Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the light cover glasses adhesive was worn, the optical cover glass adhesive was worn, the distal end adhesive was worn, the bending section cover rubber was leaking, the aspiration housing colored ring was worn, the air/water housing colored ring was worn, the down/right angle was not to specification, the air and water channels had a blockage, the water flow was not to specification, the water removal was not to specification. Based on the results of the investigation, the root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The suggested event can be detected/prevented by handling the device according to the following IFU. Detection methods are written in IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had an air/water aspiration issue. The issue was observed during routine maintenance, and there was no report of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and foreign material was found attached in the jet tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.